Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information received that the reason for the explant procedure was due to the patient was no longer using the device. The patient was doing well postoperatively and the explanted ipg was not returned as it was disposed by the facility.